Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/apr/2013 and 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of rheumatoid arthritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿deflation" and can feel the valve and severe pain. Patient reported they have been additionally diagnosed with rheumatoid arthritis and also crest. Patient has anxiety about the implants remaining implanted. Device remains implanted.